Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned to the manufacturer. The investigation is currently under way. The catalog number identified has not been cleared in the us, but is similar to the lifestent stent delivery products that are cleared in the us. The 510k number and pro code for the lifestent stent delivery products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a balloon expandable stent in the left subclavian artery, the stent allegedly detached. The stent was successfully removed with the balloon and another stent was deployed at the treatment site. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the stent has completely detached from the delivery system. Crimp marks were noted in the appropriate places on the balloon. Therefore, the investigation is confirmed for stent detachment. The definitive root cause for the identified detached stent could not be determined based upon available information. It is unknown whether procedural issues opening the device from the packaging contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent stent delivery products that are cleared in the us. The 510 k number and pro code for the lifestent stent delivery products products are identified.

Event description:
It was reported that during deployment of a balloon expandable stent in the left subclavian artery, the stent allegedly detached. The stent was successfully removed with the balloon and another stent was deployed at the treatment site. There was no reported patient injury.